Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection site during the IV insertion and flushing process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that leakage was noted at connection point of bd angiocath 22g and one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing. 2nd rn noted same issue last week - issue not reported nor items retained, rn believed it to be user error. Rn changed jloop with 2 different lot numbers to determine if there was something wrong with the jloop or maybe catheter. Leakage noted with both changes. Sample is not available. Event occurred during patient infusion. Patient outcome was unknown."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection site during the IV insertion and flushing process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "it was reported that leakage was noted at connection point of bd angiocath 22g and one-link catheter extension set. Rn noted leaking at the site of the connection at the time of IV insertion, during flushing. 2nd rn noted same issue last week - issue not reported nor items retained, rn believed it to be user error. Rn changed jloop with 2 different lot numbers to determine if there was something wrong with the jloop or maybe catheter. Leakage noted with both changes. Sample is not available. Event occurred during patient infusion. Patient outcome was unknown."